Event description:
Product analysis was completed on the returned generator . Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications no anomalies were identified. No further relevant information has been received to date.

Event description:
It was reported that the patient had a full revision due to high impedance. The explanted lead hasn't been received to date. No further relevant information has been received to date

Event description:
The explanted lead and generator were received for analysis. Analysis on the suspect product has not been completed to date.

Event description:
The lead analysis was performed. A break (most likely stress-induced) was identified in the both the positive and the negative lead coil. The negative coil shows appearance suggesting that pitting or electro-etching conditions have occurred at the break location. Note that since a portion of the lead was note returned for evaluation a resulting commentary cannot be made on that portion of the lead. A secondary broken strand was noted in the negative coil prior to the break location. Abrasions were noted on the outer silicone tubing at multiple locations. The outer silicone tubing has what appear to be internal abrasion at multiple locations. The lead assembly has dried remnants of what appear to have once been body fluids inside the outer silicone tubing.

Event description:
A nurse reported that a patient's vns was showing low output current and high lead impedance. They have performed x-rays which came back normal showing the device is intact. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.